Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while performing a manual threshold test on this pacemaker there was a delay from when the end/stop button on the programmer to when the device started pacing again. The pause was significant and the patient was symptomatic as a result as the patient does not have an underlying intrinsic rhythm. No intervention was performed and the device remains in service.